Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 160mg/dl. The caller stated that insulin squirted out during the manual prime process, and the device alarmed. The caller also mentioned that the drive support cap was protruded and sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device alarmed during the prime test as a result of a protruded/loose drive support disk.